Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved and declared as a device failure. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of sound with the device. The patient also experienced pressure and active drainage since the device stopped working. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.